Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012611631 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. Slide function was stuck and the shape of the capture device is unremarkable with no atypical features. Catheter to a test catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to the test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. Catheter identification and ablation testing was carried out. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot and electrical continuity testing was performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The xray imaging revealed that there were entangled wires in the shaft near the dual lumen area. In conclusion, the catheter failed the return product inspection due to entangled electrode wires near the shaft and dual lumen area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter was oriented towards the left inferior pulmonary vein (lipv) after initial ablations at the left superior pulmonary vein (lspv). The guidewire was placed in the vein and when starting the ablations, an abnormal amount of bubbles were observed on intracardiac echocardiography (ice) during the applications. Despite attempts to deflect the catheter and apply pressure, five applications were unfinished due to excessive bubbles. At least three applications were completed. The physician decided to remove the catheter from the sheath, manually adjust it, and reattempt the procedure. It was noted that the physician thought that the catheter shape appeared odd and not properly axial. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.